Manufacturer narrative:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included cervical spinal stenosis, loop electrosurgical excision procedure and cervical spondylosis. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), nausea ("nausea"), vertigo ("neurological conditions or problems type: vertigo"), meniere's disease ("neurological conditions or problems type: meniere's"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), migraine ("migraines") and headache ("headache"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, nausea, vertigo, meniere's disease, dyspareunia, vaginal discharge, fatigue, weight increased, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, headache, meniere's disease, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, yeast infection, migraines , headaches, nausea, vertigo/meniere's, dyspareunia, vaginal discharge, fatigue, weight gain, are added. Historical & conditions are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.